Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor the situation, instructing them to follow up if the time discrepancy greater than five minutes occurs again. The caller understood and acknowledged the guidance provided.